Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, had two separate pauses and ventricular asystole. The device was not pacing in either right atrial (ra) or right ventricular (rv) chambers. It was thought there was a device malfunction and the physician chose to proceed to implanting new generator. It was also reported there was suspected ventricular oversensing causing pacing inhibition. Sensitivity was decreased to prevent oversensing. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.